Event description:
The customer initially called the helpline regarding a safety recall, and requested the insulin pump be exchanged. The helpline discussed the recall and the implications to customer safety. The customer emphasized they wanted an exchange as they had been having low blood glucose values lately. The customer's blood glucose value was unknown. The device was to be returned for a device with updated software. No further information was provided.

Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, and cracked reservoir window noted during visual inspection. All buttons function properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.